Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was in disconnected mode the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected and critical override mode. A field service engineer (fse) powered down the station, then replaced the comm sled, then powered on the station but it still not connecting. So, the fse checked the network settings, then had the customer to contact with information technology (it). It on-site confirmed that there was a building wide network issues and the it was working on problem, after that the pharmacy said it was still working on the network issue. After that customer confirmed that issue was resolved. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was in disconnected mode the customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.